Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "during ultrasound guided long piv placement the guidewire failed to retract and was difficult to remove from patient skin." Additional information received 6/27/2022: the guidewire didn¿t retract. The guidewire was sticking out the needle after the safety was retracted, the safety mechanism didn¿t function properly.